Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation. Per tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly, the customer is not removing the cartridge air. Clinical support advised customer that not removing cartridge air, is off label per the tandem user guide. Customer¿s blood glucose level was 511 mg/dl with moderate ketones. Elevated blood glucose levels were addressed by manual insulin injection.